Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap bowel procedure, the seal tore on trocar on trying to insert applier, resulting in loss of pneumoperitoneum, subsequent difficulty inserting applier. Trocar replaced with another manufacture's equivalent. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one versaport v2 opt bladeless 12 short opened by the account. The circular seal is torn but the device passed a leak test. Visual and functional testing of the returned product confirmed the product, as received, did not meet quality release specifications. Product analysis suggests the product was used in a surgical procedure. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.